Manufacturer narrative:
It was reported that the patient underwent cystoscopy, vaginal laparoscopic and abdominal mersilene mesh removal on (B)(6) 2014 by (B)(6), md.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted to treat sui. It was reported that the patient experienced multiple complications, including erosion, formation of scar tissue, incontinence, infections, additional surgeries and neurologic compromise to her structures and tissues, including mesh removal surgeries in (B)(6) 2014, and on (B)(6) 2015. No additional information has been provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.